Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. No unlocked lcd keypad connector. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the esc button on the insulin pump is very hard to press and he has to press it multiple times to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.